Event description:
The account stated that the architect c16000 analyzer generated a co2 result of 40 mmol/l. The sample was repeated and a result in the normal range was generated (no value provided). The result was not reported and there was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.